Manufacturer narrative:
The device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, moisture was noticed in the cycler. Patient did not receive any antibiotics and had no adverse effects. Sample is available.